Event description:
The user facility reported for an automated impella controller (aic) failing self-check during preparation for a procedure. A new aic was used. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported power on issues/blank screen issue has been completed. The product was returned, (exact product return date unknown) and the issue was confirmed. Data analysis: aic logs from the complaint date confirmed the issues properly starting up, which were due to communication issues with the pbm, sau_powermod_1. Device analysis: the failure mode was reproduced while in fs aachen. The cables, connectors, and pbm pca were inspected thoroughly but nothing apparent was found. Given the start up issue could not be resolved with the original hw, fs replaced the pbm pca so that console would power on normally. There were no communication issues afterwards. Per the results of the clinical review and investigation, the root cause was determined to be due to the pbm pca. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.